Manufacturer narrative:
Section h1: type of reportable event changed to serious injury. Section h4: manufacturing date entered. Manufacturer's investigation conclusion: the centrimag motor used at the time of the reported event was not returned for analysis. Multiple attempts to obtain the product were unsuccessful. As a result, the reported event could not be confirmed and the root cause could not be conclusively determined during the investigation. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device did not return. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
This medwatch is reporting the cmag motor. The cmag console is reported under medwatch MFR report #2916596-2015-05908 additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device on (B)(6) 2018. It was reported that the centrimag (cmag) motor and cmag console were replaced due to no flow. Additional information was requested, but was not provided.